Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (vaginal hysterectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: the essure device was successfully occluded.. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain: pelvic area') in a 37-year-old female patient who had essure (batch no. 629143) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, ovarian cystectomy, endometrial ablation, endometrial hyperplasia, laparoscopy, wisdom teeth removal, parity 2 and bursitis. Urine in the foley bag was noted to be clear. Both fallopian tubes were occluded. Concurrent conditions included dysfunctional uterine bleeding, uterine prolapse, uterine dilation and curettage, nausea, vomiting, abdominal pain, fever, lightheadedness, dizziness, uterine enlargement, inflammation, cervical polyp, uterine leiomyoma, adhesion, cyst, painful periods and menses irregular with excessive bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera) from 11-may-2009 to 21-aug-2009 for contraception, hydrocodone bitartrate;paracetamol (vicodin) for pain as well as ibuprofen since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient was found to have weight increased ("weight gain") and experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines") and headache ("headaches"), 21 days after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychaitric problems- condition: depression") and anxiety ("psychological or psychaitric problems- condition: anxiety"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced endometrial hyperplasia ("endometrial hyperplasia"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with naproxen and surgery (vaginal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, nausea and migraine had resolved and the menstrual disorder, weight increased, female sexual dysfunction, dyspareunia, endometrial hyperplasia, fatigue, depression, anxiety and headache outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometrial hyperplasia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 214lbs. Plaintiff suffered physical pain and emotional anguish because of the essure device. Received treatment for pain and abnormal bleeding related events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-jun-2020: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain: pelvic area') in a 37-year-old female patient who had essure (batch no. 629143) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, ovarian cystectomy, endometrial ablation, endometrial hyperplasia, laparoscopy, wisdom teeth removal, parity 2 and bursitis. Urine in the foley bag was noted to be clear. Both fallopian tubes were occluded. Concurrent conditions included dysfunctional uterine bleeding, uterine prolapse, uterine dilation and curettage, nausea, vomiting, abdominal pain, fever, lightheadedness, dizziness, uterine enlargement, inflammation, cervical polyp, uterine leiomyoma, adhesion, cyst, painful periods and menses irregular with excessive bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2009 to (B)(6) 2009 for contraception, hydrocodone bitartrate;paracetamol (vicodin) for pain as well as ibuprofen since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient was found to have weight increased ("weight gain") and experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines") and headache ("headaches"), 21 days after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychaitric problems- condition: depression") and anxiety ("psychological or psychaitric problems- condition: anxiety"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced endometrial hyperplasia ("endometrial hyperplasia"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with naproxen and surgery (vaginal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, nausea and migraine had resolved and the menstrual disorder, weight increased, female sexual dysfunction, dyspareunia, endometrial hyperplasia, fatigue, depression, anxiety and headache outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometrial hyperplasia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 214lbs. Plaintiff suffered physical pain and emotional anguish because of the essure device. Received treatment for pain and abnormal bleeding related events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of the event pelvic pain was updated to recovered. Rcc was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain: pelvic area') in a 37-year-old female patient who had essure (batch no. 629143) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, ovarian cystectomy, endometrial ablation, endometrial hyperplasia, laparoscopy, wisdom teeth removal, parity 2 and bursitis. Urine in the foley bag was noted to be clear. Concurrent conditions included dysfunctional uterine bleeding, uterine prolapse, uterine dilation and curettage, nausea, vomiting, abdominal pain, fever, lightheadedness, dizziness, uterine enlargement, inflammation, benign cervical tumor, uterine leiomyoma, adhesion, cyst, painful periods and menses irregular with excessive bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2009 for contraception, hydrocodone bitartrate;paracetamol (vicodin) for pain as well as ibuprofen since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient was found to have weight increased ("weight gain") and experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines") and headache ("headaches"), 21 days after insertion of essure. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("anxiety"). On (B)(6) 2015, the patient experienced endometrial hyperplasia ("endometrial hyperplasia"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (vaginal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the menstrual disorder, weight increased, female sexual dysfunction, dyspareunia, endometrial hyperplasia, fatigue, depression, anxiety and headache outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, nausea and migraine had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometrial hyperplasia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 214lbs. Plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-may-2019: reporter information was added. This case concerns 37 year old patient. Her demographics were updated. Pregnancy details were updated. Her historical condition was added. Essure indication was amended. Essure removal date was added. Her concomitant/treatment medications were added. Per plaintiff fact sheet following events: normal bleeding (vaginal, menorrhagia), weight gain, apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), endometrial hyperplasia, fatigue, depression, nausea, anxiety, migraines, headaches were added. She had recovered from event: bleeding, cramping and nausea and recovering pain. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in an adult female patient who had essure (batch no. 629143) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, ovarian cystectomy, endometrial ablation, endometrial hyperplasia, laparoscopy, wisdom teeth removal and parity 2. Urine in the foley bag was noted to be clear. Concurrent conditions included dysfunctional uterine bleeding, uterine prolapse, uterine dilation and curettage, nausea, vomiting, abdominal pain, fever, lightheadedness, dizziness, uterine enlargement, inflammation, benign cervical tumor, uterine leiomyoma, adhesion, cyst, painful periods and menses irregular with excessive bleeding. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) for pain as well as medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (vaginal hysterectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: the essure device was successfully occluded.. Most recent follow-up information incorporated above includes: on 14-may-2019: plaintiff fact sheet and medical records received : lot number, medical history, concurrent condition and concomitant medications were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.